Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
The doctor revised a hip stem due to femoral fracture. Original surgery was (B)(6) 2020. Rep provided primary and revision usage sheets and confirmed that no further information will be released.